Event description:
As per customer feedback, this acumen iq finger cuff provided unreliable readings when the patient's blood pressure was low. No further information could be obtained as the hospital information is confidential. There was no allegation of patient injury reported. The devices were not available for evaluation. Patient demographics unable to be obtained.

Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product was returned for evaluation as it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Occurrence date unknown. Model number unknown. The reported event originates from a customer survey involving the clearsight finger cuff, vitawave cuff and acumen iq cuff product families. As the specific device involved can not be identified, three separate reports will be submitted, one for each product family. The selected model number in each case corresponds to the closest available match.